Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the lips with juvéderm® volbella¿ xc. The patient reported ¿vascular occlusion¿ 3 days later, noting ¿skin crusting¿ on the lip and progressing toward the nose. The patient also complained about ¿pain¿ in the mouth and blow the left eye. The patient was treated with 300 u of diluted hyaluronidase, antibiotics, and nitro paste that day and another 750 u of hyaluronidase was provided the following day, along with a nerve block to ease pain of injection. The event is ongoing.